Event description:
It was reported ongoing occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to take several steps, including disconnecting the tubing and delivering boluses to address the alarms. The customer was advised to replace supplies as necessary and resume insulin.